Event description:
It was reported when using the bd pyxis¿ es server, pyxis server was failed to communicate to meditech server, where pyxis report are not accurate from pyxis desktop. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bd data synchronization service was found stopped on the es app server. A technical support specialist started the service and successfully processed xml time confirmed that device is back and online verified that fully functional. The system functioned as intended after the technical support specialist trouble shot the device.